Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that the device failed the pressure test and there was low pressure alarm, establishing a relationship between the device and the reported event. The root cause was identified as a faulty suction pump inside the device. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that there was a problem with the motor because the device kept shutting down. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.